Event description:
Complainant alleged that during biomedical department's routine testing of the device, the device would not charge. The complainant indicated that there was no pt involvement in the reported failure.